Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hypotension which warranted hospitalization. The etiology of the hypotensive event is unknown; therefore causality cannot be established. It is unknown if the patient was actively (or in close proximity) performing ccpd therapy at the time of the event. The pdrn stated pd therapy could have contributed to the event. The liberty select cycler was not returned to the manufacturer for product investigation, therefore it cannot be assessed for possible contributory involvement. Based on the available information, a possible causal or contributory relationship between the patient¿s adverse event and the liberty select cycler cannot be excluded. However, at the time of this investigation, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hypotension remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A caregiver for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called technical support requesting assistance removing an extension/adapter (not a fresenius product) from the patient¿s pd catheter (not a fresenius product) after a recent hospitalization. During follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for hypotension. The pdrn reported the cause of the hypotension is unknown; and pd therapy could not be ruled out as having a possible contributory role. The patient was performing ccpd therapy without complication prior to the hospitalization, and continued to do so throughout the hospital stay. The pdrn was unable to specify what treatment, if any, was provided at the hospital. The hospital discharge summary was unavailable; however the pdrn stated the patient has recovered from the event, and continues to perform/undergo pd therapy without issue.